Manufacturer narrative:
Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 when she removed the cotton applicator from her ear after cleaning, "the cotton end came off" insider her ear. The customer reported she went to the emergency room; they removed the cotton tip and instructed her to take "tylenol" for pain. The customer reported she went back to "urgent care" due to her ear becoming "red and swollen". The customer reported the urgent care prescribed her an "antibiotic". The customer reported her ear is now "much better". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 when she removed the cotton applicator from her ear after cleaning, "the cotton end came off" insider her ear.